Manufacturer narrative:
The pump had blank display due to corroded battery tube. Analysis was unable to test for unexpected weak battery alarm and no delivery alarm due to blank display. The pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 13.2 mmol/l. The customer was advised to remove the battery for ten minutes and clean the battery cap. After reinserting the battery back in the pump, the display did return. However the customer called back with the blank display again. The customer blood glucose at the time was 5.9 mmol/l. The device will be returned for analysis.